Event description:
It was reported that the patient was presented in the hospital for a scheduled implant procedure. Upon leaving the procedure room, the patient's right ventricular (rv) lead was found dislodged. The rv lead was explanted and replaced on the same day. The patient had no adverse consequences as a result of this event.